Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using supplies beyond labeling and using cold insulin. Tandem technical support educated the customer on proper insulin and supplies labeling. The supplies were changed to resume insulin therapy. Customer's blood glucose was 241 mg/dl.